Event description:
At an unspecified time in (B) (6) 2010, patient received an implant of a veritas patch during a tram flap breast reconstruction procedure. At an unspecified time following the implant, the patient developed a seroma which required aspiration by needle and syringe. The physician performed two aspirations per week for two weeks without much decrease in seroma size. No further information is known.

Manufacturer narrative:
Exact implant date is unk, but was in (B) (6) 2010. Exact event date is unk, but occurred after the (B) (6) 2010 implant. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.